Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip ntr referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment/(slda). (91017u144). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip (00323u136) was advanced and when attempting to grasp the leaflets, the clip got caught on the papillary muscle that was tucked under the anterior leaflet. Troubleshooting was unsuccessful. The clip could not be freed. Since the clip was still entangled, sufficient leaflet could not be captured. The clip had to be deployed on the tip of the anterior leaflet with a portion of the papillary muscle and some posterior leaflet. The clip then detached from the posterior leaflet and remained attached to the anterior leaflet (slda). A second clip (91017u144) was advanced, while in the left atrium with the clip closed, the clip got caught on chordae. The clip was freed and the clip was implanted on a2/p2, stabilizing the first clip. The posterior leaflet tore and the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr returned to 4. The patient is stable. Surgery will be discussed with the patient. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint did not indicate a lot-specific product issue. The reported patient effects of mitral regurgitation mr and mitral valve injury as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated, and the reported single leaflet device attachment (slda), per the physician, was the result of patient conditions (frail leaflets). The clip interacting with the anatomy (difficult or delayed positioning) was related to patient conditions (pre-existing ruptured papillary muscle, frail and restricted mitral leaflets). The reported tissue damage resulting in mitral regurgitation (mr) appears to be related to the patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling. H6: reported device code 4012 - removed.